Event description:
The dexcom g7 10 day sensor is failing all the time. Last night it kept going "out of range" for no reason. I did not know what my blood sugar was for hours. Sometimes, the sensor fails upon insert. Sometimes the accuracy of the pump is way off. For example, my blood sugar, can be on a finger stick 140 and on the dexcom 240. If I bolus I will hypo and pass out. This is a very serious issue! Please do something FDA. People are going to start to have big trouble if they haven't already.